Event description:
Dislocated right total hip replacement. Hip dislocated anteriorly with 30 degrees external rotation. Stable internal rotation. Following this, 4 days later, a revision thr was required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. A medical review was performed and it was determined that the root cause of the dislocation was related to the malpositioning of the trident shell. This coupled with insert selection were contributing factors that led to the dislocation. There was no evidence to suggest a device related issue. No further investigation is required at this time.

Event description:
Dislocated right total hip replacement. Hip dislocated anteriorly with 30 degrees external rotation. Stable internal rotation. Following this, 4 days later a revision thr was required.